Event description:
The report from the affiliate indicated that the patient was included in a clinical study. The patient had three (3) stents implanted during the index procedure. Approximately eight (8) months after the index procedure and again approximately one (1) year after the index procedure during the follow-up period, the patient had restenosis of the previously implanted cypher stents.